Event description:
Sales rep reported on behalf of the customer that an abg revision took place. It was replaced by an exeter cemented stem.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.